Manufacturer narrative:
The manufacturer previously reported a patient was admitted to the emergency room for shortness of breath. The patient was placed on a bipap a40 that allegedly shut down while in use. The patient was placed on another device without incident. Despite the three attempts to have the device returned for evaluation and investigation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. The manufacturer received information stating the hospital unwilling to communicate to have the device returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a patient was admitted to the emergency room for shortness of breath. The patient was placed on a bipap a40 that allegedly shut down while in use. The patient was placed on another device without incident. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.